Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Patient reported having a small fluid filled sac behind their lower right tooth. This has been drained before but keeps returning. Patient also reported that aligners are extremely misaligned with their teeth and they were forcing aligners in until their dentist noticed the discrepancy. Patient marked true to allergic reaction. Advised patient to see their dentist. This is a contraindicated patient due to them having multiple crowns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.